Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that ¿the wound was disinfected regularly¿ were there any prescribing medications provided to the patient, including anti-biotics or steroids? Please clarify was re-suturing performed? Patient¿s current status?

Event description:
It was reported that a patient underwent an ob-gyn procedure on (B)(6) 2021 and suture was used. Post-operatively, it was reported that on (B)(6) 2021, a live infant was delivered vaginally, weighing (B)(6) g. The first degree perineal laceration was performed during vaginal delivery. The 3-0 absorbable suture was used to hemostasis and promote wound healing. On (B)(6), the perineal wound began to heal. No redness, swelling and wound secretion were observed, so the patient was discharged from the hospital. On (B)(6), the patient returned to the hospital for reexamination and showed poor healing of the perineal wound and incomplete absorption of the absorbable suture. Absorbable sutures were removed, and the wound was disinfected regularly. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 8/23/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. The following information was requested, but unavailable: it was reported that ¿the wound was disinfected regularly¿ were there any prescribing medications provided to the patient, including anti-biotics or steroids? Please clarify was re-suturing performed? Patient¿s current status? All answers above are unobtainable. Once there is any update, we will update the information.